Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing history confirmed device met pre-release specifications. H6 - code c20: the device was discarded at the treating facility and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a aaa procedure using a physician modified graft (unknown manufacturer), a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted for reperfusion of the superior mesenteric artery (sma). Access was made from the common femoral artery. Using a 7.5fr aptus steerable sheath, the vbx device was advanced into the ostium of the sma. As the sheath was pulled back, the vbx stent flicked out of the sma and the vbx stent was dislodged inside the sheath. The physician was able to pull the sheath and catheter back. The dislodged vbx stent was then removed by hand with no issues. A new, same sized vbx device was advanced and deployed with no issues. The patient did not experience any adverse consequences.